Event description:
It was reported that on (B)(6) during a selenia dimensions procedure there was an electrical smell and the tubehead was moving by itself. A field engineer examined the equipment and confirmed the uncommanded c-arm movement, it was determined that the vta control board was at fault and needed replacement. The equipment was recalibrated, the vertical control board was replaced and the unit recalibrated, tested and monitored. The system met the manufacturer´s specifications. No patient or staff injury reported.

Manufacturer narrative:
Device history record (DHR) review: serial number: (B)(6). UDI: (B)(4). Date of manufacture: 1/11/2012. Date of installation: on (B)(6) 2012. Date of last preventative maintenance (pm): 11/22/2023. Date of complaint: on (B)(6) 2023. Conclusion: no evaluation was able to be performed. There was no returned product for post market quality assurance (pmqa) evaluation. Without a product to review, the investigation is limited. After the field engineer performed the troubleshooting on 12/14/2023, no complaints for uncontrolled tube head movement have been submitted for this system. This indicates that adjusting the tomo brake, replacing vta control board and ribbon cable, and recalibrating the vta resolved the issue. Since the tomo brake had recently been adjusted), the resolution most likely was from replacing the vta control board and/or ribbon cable. With neither the control board nor the ribbon cable, further cause investigation cannot be performed. No corrective or preventive action (CAPA) required for this incident. Cause/root cause: the probable cause was the tomo brake positioning, the vta control board, or the vta drive cable; however, since none were returned, the root cause is unknown. Complaint could not be confirmed.